Event description:
It was reported via service report that the stretcher cannot be lowered due to a broken jack.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.